Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegations were confirmed. It was determined that the phenomenon 1, ¿distal end glue was chipped, peeled, and fallen¿, occurred likely due to chemical stress and an exposition to heat during the cleaning/disinfection process. Additionally, phenomenon 2, ¿no image¿, was likely the result of water invasion from the charge-coupled device (ccd)-cover lens, damage of the image sensor unit and/or its cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The replacement of the insertion tube unit is required as a major repair to return the instrument to the OEM specifications. Handling the device in accordance with the following instructions for use (IFU) may be able to detect the event: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was no image and the distal end glue was damaged. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: there was a leak at the sensor lens, and the bending section cover glue was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.